Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the battery for which the fse provided the part number for the customer to place the order. The fse provided information to the customer to order the battery to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported the battery had a failure. There was no patient involvement.